Event description:
It was reported that the pin connector on the footboard broke, the screen went black, and the bed alarm was turned off as a result. It was further reported that a patient got out of the bed and fell, but no adverse consequences were reported. The device is currently pending evaluation and the model and serial number have not yet been provided.

Manufacturer narrative:
The hospital staff then determined that the pin connector was most likely not broken and that the bed exit alarm not sounding was most likely due to the bed exit alarm being set incorrectly when the fall occurred.

Event description:
It was reported that the bed exit alarm did not sound when a patient fell and the pin connector was broken. It was further reported that the patient removed the footboard. The field service technician was unable to find the device that this fall occurred on, but demonstrated to the account that if the footboard is removed from the device, the alarm will sound. The hospital staff then determined that the pin connector was most likely not broken and that the bed exit alarm not sounding was most likely due to the bed exit alarm being set incorrectly when the fall occurred. It was further reported that there were no adverse consequences as a result of the fall.